Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced a recurrent right inguinal hernia due to failure of the mesh and pain. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, pain and mesh failure. Post-operative patient treatment included component separation and revision surgery with bard ventralight st mesh implanted. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, incarceration, pain and mesh failure. Post-operative patient treatment included revision surgery. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable. It is unknown at this time if the device caused or contributed to the event.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after underlay implant, the patient experienced recurrence, pain and mesh failure. Post-operative patient treatment included component separation and revision surgery with bard ventralight st mesh implanted. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable.